Manufacturer narrative:
Integra has completed their internal investigation on 01/24/2017. The investigation included: methods: evaluation of actual device. DHR review. Complaint history review. Results: the evaluation verified the complaint as valid; the cause was identified as component damage on the sensor board. The DHR review was completed for cam02 monitor serial number (B)(4). Date of manufacture: 2016 ¿ feb. The DHR review verified no anomalies that could be associated with the complaint were observed. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. A complaint history review; during the time period ¿(B)(6) to (B)(6)¿, the global product usage for cam02 monitors was calculated as (B)(4) usages, using the total quantity of cam02 monitor catheter sales sold to calculate the quantity of usages. 1 catheter is used per procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of complaints in the complaint review (5) can therefore be calculated as (B)(4) of procedures. Conclusion: the evaluation verified the complaint as valid; the cause was identified as component damage on the sensor board. No corrective action is required; based on the complaint evaluation which concluded the incident is a single occurrence. In addition the pictures provided there is no evidence to suggest a manufacturing/design defect occurred. Future complaints will be continued to be monitored and trended, corrective actions as required will be implemented through the complaint process.

Event description:
On (B)(6) 2016, the cam02 camino monitor was displaying the message "no catheter connected" even though a catheter was connected. The incident took place during a procedure. The device was in contact with the patient there was no patient injured or death alleged. The incident caused a delay in surgery time however the amount of time was not available. There was no adverse consequence reported due to the delay.